Manufacturer narrative:
Updated field h6 device codes: difficult to advance (B)(6) updated to difficult to insert (B)(6)

Event description:
It was reported that scarring was noted at the level of the groin. Versacross connect access solution for faradrive was selected for pulmonary vein isolation. During insertion when attempt was made to insert dilator and faradrive sheath over the rf wire, resistance was felt at groin. When the dilator was removed the tip of the dilator noted kinked. Then the physician used a large dilator to dilate the groin and replaced versacross dilator with new one and the new dilator worked for atrial access. Misshaping the dilator tip cause scarring. The procedure was completed successfully once the device was replaced. The device is not expected to be return as disposed. It was further confirmed that no damage was noted on any other device, only dilator tip was damaged. The patient was not hospitalized. The dilator was fully intact.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that scarring was noted at the level of the groin. Versacross connect access solution for faradrive was selected for pulmonary vein isolation. During insertion when attempt was made to insert dilator and faradrive sheath over the rf wire, resistance was felt at groin. When the dilator was removed the tip of the dilator noted kinked. Then the physician used a large dilator to dilate the groin and replaced versacross dilator with new one and the new dilator worked for atrial access. Misshaping the dilator tip cause scarring. The procedure was completed successfully once the device was replaced. The device is not expected to be return as disposed. It was further confirmed that no damage was noted on any other device, only dilator tip was damaged. The patient was not hospitalized. The dilator was fully intact.